Event description:
During a cervical spine procedure, it was reported that the drill became hot. It was immediately taken out of circulation and replaced with back up equipment. There was no delay to the procedure, no injury to the user or pt, and no adverse consequence alleged as a result of this malfunction.

Manufacturer narrative:
The handpiece was received at the MFR for investigation and the customer's complaint of the drill getting hot could not be duplicated. However, a loctite failure between the rear drill housing and the front drill housing was found. Maintenance was performed and the device was returned to the customer.